Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer rolled onto the pump while sleeping and the pump touch screen became shattered and unreadable. Customer's blood glucose was 171 mg/dl. Reportedly, customer did not have a form of backup therapy and declined further follow- up from tandem technical support.